Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units balloon could not be inflated. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. In order to solve the issue, the fse replaced the k3 and k5 solenoid board and performed a comprehensive performance test according to the instructions in the maintenance manual. The fse confirmed that all functions were normal and the device was then handed over to the customer for clinical use.

Event description:
N/a.